Event description:
Customer reported his insulin pump makes a grinding noise during priming and then alarms. Customer's blood glucose is 309 mg/dl. He thinks he bolused. The device was not bumped or dropped before the alarm. The drive support cap appears uneven. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump motor error alarm during basic occlusion due to protruded loose drive support disk. No a33 alarm noted. No motor noise anomaly noted. Cracked lcd window, scratched reservoir tube window, cracked reservoir tube lip, cracked battery tube threads, stained address serial number label and stained end cap sticker.